Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 138 mg/dl. The customer stated that his pump stopped working. The customer stated that the pump is not showing anything on the screen. The customer stated that he pressed the activate button but it only showed him the suspend is not complete in the main menu. The customer stated that he changed the battery yesterday. The customer stated that he cannot see the insulin icon, the battery on the screen, or the time. The customer stated that he can see the suspend sensor. The customer stated that it all started when he changed the battery yesterday. The customer stated that he used the aaa alkaline energizer batteries. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.